Event description:
The ge oec 9600 fluoroscopy system rebooted itself without command several times in the past few weeks.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the interconnect cable was not properly connected to the system as designed. When properly connected, system operates as designed. User error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.